Event description:
Approximately one year post-implant, this pt's device migrated from the cochlea. At the time of explant (2005), a cholesteatome surrounded the extruded array in the middle ear and external ear canal. The cholesteatoma was removed and a new cochlear implant was successfully placed.